Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv3490 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the dilators are kinking and fish mouthing during insertion. It is stated that the facility tries to avoid nicking at all costs and will separate and dilate up. On (B)(6) 2020: no patient harm reported.